Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow¿ covid-19 antigen self test performed on an unknown samples for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported that he and his (B)(6) daughter took the test today ((B)(6) 2021) and both of them got a positive test result. User described both of their test results as pink control line and very faint sample line. The customer mentioned that he has been fully vaccinated. The cuatomer also reported he was infected in the past with covid-19 because his daughter had covid-19 a year ago. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously reported event of a false positive result. A remedial review of the case determined that there was no allegation of a product malfunction or false positive result. The inquiry has been logged for trending and monitoring purposes.